Manufacturer narrative:
(B)(4) - undefined medical intervention. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. Add'l info: the actual device batch number associated with this event is not known. A possible batch number is reported as follows: batch cme375.

Event description:
It was reported that a pt underwent a total laparoscopic hysterectomy procedure on (B)(6) 2010 and topical skin adhesive was used. The pt presented with oozing, erythema and pain at the umbilical site between (B)(6) 2011 and (B)(6) 2011. Medical intervention was required and the adhesive was removed using sterile pick ups. The pt is doing well today.